Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was believed to be bleeding at the patient's implantable cardioverter-defibrillator (ICD) site. The outcome was not considered device or therapy related.

Event description:
It was additionally reported that the site attributed the low flow alarms to insufficient preload as the patient died from exsanguination.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient's outcome cannot be conclusively determined through this evaluation. Log files were submitted that captured low flow alarms. According to the account, these alarms were associated with insufficient preload due to the bleeding. Full depletion of the external batteries and the controller's internal backup battery was observed at the end of the controller event log file. Of note, the timing of the patient's expiration could not be determined through this evaluation. The pump appeared to function as intended throughout the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were subsequently submitted for review. The log files captured onset of persistent low flow hazard alarms starting on (B)(6) 2023 around 12:20am until an intentional pump stop was seen at around 12:00pm on that day. The patient appeared to have been utilizing battery power during the low flow events. The log files showed the batteries depleting and entering the low voltage advisory state, low battery hazard state, and emergency backup battery mode. The pump rotor stopped once the backup battery's voltage was insufficient enough to maintain the pump set speed on (B)(6) 2023 around 12:00pm. The controller itself stayed powered on for just under 3 minutes before it shut down at 12:02pm on (B)(6) 2023. There were multiple intentional pump stop faults in the final recordings of the controller prior to shutting down, however theses faults appeared to be a result of the pump being in an off state during the final controller recordings following the loss of all power event. The flow readings did not appear to be the result of any external equipment malfunction. Prior to the low flow alarms the log files contained pulsatility index events and routine low battery changeover. Related manufacturer's reference number for the controller : 2916596-2024-00362.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.